Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported an under infusion event occurred involving syringe module. There was patient involvement and no harm. Bd has learned additional information. It was reported that the hospital's pharmacist (pharmd) reviewed the event, and they determined that "the rn changed the vtbi (volume to be infused) and that was the cause of the under infusion." The customer added that they "don¿t believe this is a pump malfunction, but rather, a workflow deviation." Interoperability was utilized during programming. Event log was reviewed, and it appears that the user put a vtbi in of 6.3ml (when the total volume should have been 9.46ml). The customer stated that this is likely why the pump did not run the entire 9.46ml (because they programmed the pump to run it to only run 6.3ml).

Event description:
It was initially reported an under infusion event occurred involving syringe module. There was patient involvement and no harm. Bd has learned additional information. It was reported that the hospital's pharmacist (pharmd) reviewed the event, and they determined that "the rn changed the vtbi (volume to be infused) and that was the cause of the under infusion." The customer added that they "don¿t believe this is a pump malfunction, but rather, a workflow deviation." Interoperability was utilized during programming. Event log was reviewed, and it appears that the user put a vtbi in of 6.3ml (when the total volume should have been 9.46ml). The customer stated that this is likely why the pump did not run the entire 9.46ml (because they programmed the pump to run it to only run 6.3ml).

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-252481 is a concomitant. Please refer to manufacturer report number 2016493-2023-246100, which captured the correct suspect device per investigation report.